Event description:
It was reported that during a lap bso procedure, the handpiece produced a solid tone. Another handpiece was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount. It was tested on a gen04 and a solid tone occurred. The instrument does not meet the specifications for continuity. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.